Event description:
Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was receiving unknown baclofen (2000 mcg at 247.8 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient experienced cold shivers, itching all over her body and spasms. The pump was checked and no erros were seen. The patient was admitted to the hospital and given oral baclofen due to the withdrawal symptoms. An x-ray was performed and no issues noted. Surgical observation revealed a small hole in the intratecal catheter that caused leakage and it was explanted/replaced.

Manufacturer narrative:
Continuation of d10: product ID 8731sc, implanted: (B)(6) 2012, explanted: (B)(6) 2024, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.